Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was seen in the clinic he stated that he threaded connector on his battery clip had "become loose and can be screwed off". The hospital staff had checked the battery clip for this issue back in october and the battery clip passed inspection at that time. The battery clip was replaced without incident. No further issues were reported.

Manufacturer narrative:
The pt remains ongoing and no further issues were reported. The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.